Manufacturer narrative:
The response center clinical engineer verified the issue with the customer over the phone. The response center clinical engineer dispatched a field service engineer on site to troubleshoot the cause of the issue and obtain logs from the central station. The field service engineer obtained the logs and sent them in for review. A review of the central station alarm logs for 05/05/2014 for bed # (B)(4) from 14:37:28 until 15:23:08 indicated that there were 3 brady alarms annunciated at the central station. There is also 2 instances in which alarms were suspended and automatically came out of suspension after 3 minutes. Per sw engineer who reviewed the logs, indicated that there was a brady alarm logged @14:46 but the log does not indicate when the alarm is over. Per the logs, the 14:46 brady alarm was still active @1452, because it was still sounding. Testing of the device confirmed that it worked as designed/intended. The strips were not available/provided for review. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Event description:
The customer reported that they did not receive a brady alarm at the central station but they did receive an alarm at the bedside device. The biomedical engineer also confirmed that event review did indicate that a brady alarm occurred and was stored but did not provide that data for review. This is being reported as a serious injury. The available information is not sufficient to rule out that use of this device was causal or contributory to the patient outcome.